Event description:
It was reported that the patient had an unspecified vision stent implanted on (B)(6) 2010. On (B)(6) 2010, the patient experienced a myocardial infarction. A non-abbott stent was implanted in a 90% blocked unspecified vessel. The patient's medication was switched from plavix to effient. On (B)(6) 2010, as the vision stent was reported to be "blocked", a non-abbott stent was implanted inside the vision stent. On (B)(6) 2011, a promus stent was also implanted inside the vision stent. The patient's condition was reported to be good after the implantation of the last stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported myocardial infarction and occlusion are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.